Event description:
It was reported that a lx silverhawk device was being used in an external iliac stent and cutter became "stuck" on the stent. The physician accessed the left groin to try and release the device from the stent strut but was unsuccessful and patient was sent to surgery for removal of the device. It was subsequently reported that the patient passed away from a heart attack within a day of the surgery.

Manufacturer narrative:
Additional information: device not returned to manufacturer for evaluation. Suspected problem identified in results and conclusions.